Event description:
It was reported by the customer that a pyxis medstation es system drawer 6 failed. Customer reported drawer attempted recovery and reboot the station drawer will not open and there was delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined drawer 6 failed. A field service engineer replaced magnet and drawer was reseated into the device to resolve it. The system functioned as intended after field service engineer troubleshooted the device.